Event description:
The manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that he has dry mouth and sore throat and suspected that this incident is associated with the usage of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is quite noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The device was scrapped. In this report, box d, g, h has been updated/corrected.